Event description:
This is the eleventh of twelve reports (same reporter, same product ID, same product problem, different serial number). It was reported that the receptacle that engages the catheter was not connected to the ground and when they touch the finger, they realized that the monitor showed an interference at the mpm-1 and showed an error in the spm-1. For other cables that worked, the receptacle was connected to ground and didn't have a problem. A multimeter was used to check this problem. The cable has never been used. The product problem was found open inspection of the unit after the initial receipt of product from the MFR. It was not found during set up for a procedure. There was no pt involvement. There was no procedure delay.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Internal investigation was completed on 09/01/2015: methods: evaluation of actual device history review complaint history review results: the reported failure ¿pac2 pre-amp cable, monitor show an interference at mpm-1 and show error in spm-1¿ was not verified and could not be duplicated. Customer complaint was not confirmed. DHR review was completed for pac2 cable serial number (B)(4), to identify any recorded anomalies that could be associated to the complaint incident. Date of manufacture: sep-2014. No non-conformance reports were raised during the manufacturing process for this cable. All results of the functionality tests were recorded as within specification and final release checks were performed satisfactory prior to the cable been released. The complaint incident was initiated for monitor cable pac2 therefore there is no service history to be reviewed. The DHR review has been deemed satisfactory. A 12 month review of pac2 cable customer complaints was completed dates 07-apr-2014 to 18-aug-2015. A total of 24 complaints were reviewed of which 23 complaints met the search criteria conclusion: since the complaint incident could not be duplicated and the cable was verified as working within specifications no root cause can be established.